Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges that the circuit will not pass the leak test. The alleged leak appeared to be coming from the wye connection to the heater. No patient injury reported.